Manufacturer narrative:
D3 ¿ manufacturing address, d4 ¿ primary UDI number, and h4 - device mfg date: correction. H3 and h6. Codes: updated. Device evaluation: customer reported cassette not attached error. Unable to confirm the complaint as the device was deemed beyond economical repair (ber). Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was beyond economical repair.

Manufacturer narrative:
B3: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a 'cassette not attached' error. The event occurred during testing, there was no patient involvement.